Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l device implanted and involved in this event: (B)(4).

Event description:
On (B)(6), 2011, this pt underwent repair of a thoracic aortic aneurysm. A gore tag thoracic endoprosthesis was implanted up to the left subclavian artery (lsa). The device was deployed with no issue; however, angiography demonstrated the device had moved distally of its intended position and was not apposing to the aortic wall. A second gore tag device was implanted for proximal extension. Add'l angiography showed that a flare of the second device was partially obstructing the lsa; however, the lsa was reportedly still patent. The physician was concerned about the placement of the (B)(4), so a cook coda balloon catheter was used to pull the device distally to uncover the lsa. Final angiography showed good placement of the devices with no evidence of endoleak. The pt tolerated the procedure. It was reported that the patient's anatomy was within sizing guidelines. Post-operatively, the pt presented with chest pain. A chest radiograph showed evidence of heart failure with widening of the mediastinum, so the pt was diuresed overnight. On (B)(6), 2011, a f/u radiograph was performed, showing the pt to be much improved. However, it was reported that later that day, the pt expired. On (B)(6), 2011, an autopsy was performed, which reportedly found a tear on the inner wall of the thoracic aorta proximal to the gore tag thoracic endoprosthesis. It was reported that the tear was caused by the ballooning with the cook coda balloon catheter.